Event description:
Additional information was received from a healthcare provider (hcp). As of (B)(6) 2016 the patient had not yet been seen in the office again. The patient was scheduled for a pump refill soon. There had been no notes in the patient¿s chart regarding withdrawal symptoms. No other interventions were taken regarding the issue; however, the hcp felt that the patient must have had some oral medications, especially right after surgery.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015 information was received from a representative regarding a patient receiving intrathecal dilaudid 3 mg/ml at 0.8 mg/day. The patient did not like the placement of the pump, so they were in the operating room on (B)(6) 2015 to move the pump from the abdomen to the upper buttock region. An 8784 catheter was added, and the doctor was not able to aspirate the catheter when they added the new piece, and wanted to know how long the patient would not be receiving drug. It was calculated that the patient would not be receiving drug for 10 hours and 45 minutes additional information was requested to determine when the patient first started experiencing dissatisfaction with the pump placement, if the inability to aspirate the new 8784 catheter segment was a device issue or procedure issue, what symptoms the patient experienced, what troubleshooting was performed related to the dissatisfaction of the pump pocket site location and inability to aspirate the catheter, what caused the inability to aspirate the catheter, and if the inability to aspirate the newly revised catheter resolved. Information was also requested to determine if the patient experienced any withdrawal symptoms for not receiving drug for about 11 hours, and if any additional interventions were performed in relation to not receiving drug and the inability to aspirate the catheter.